Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ruoux n y bypass, upon stapling, staple was loaded on the device but would not fire. It would articulate, rotate, close and green button was able to press but still would not fire. Replaced with another staple and it did fire. There was no patient injury.